Event description:
On (B)(6) 2013, daughter reported the patient experienced hyperglycemia due to a bent infusion cannula. Patient inserted a new infusion set at 6:00 p.m. On (B)(6) 2013. Her blood glucose was "hi" mg/dl 20 minutes later. Patient delivered a bolus, and she was able to smell insulin and her clothes and the infusion set adhesive became wet. Patient inserted a new infusion set and delivered an 8.0 or 10.0 unit injection of insulin, and her blood glucose was still "hi" mg/dl 20 minutes later. The infusion headset was inserted manually at a 90-degree angle. The infusion set was replaced and requested for evaluation. The patient did not require treatment from a healthcare professional or second party to address the issue. Follow-up was completed on (B)(4) 2013, and the patient reported her blood glucose returned to her normal range of 80- 180 mg/dl. She has changed her technique and has not had further concerns.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint describing a leaky headset cannot be verified. The headset meets product specifications. Three used headsets were visually inspected and tests for flow and tightness were performed. All test results were within specifications.